Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. No samples were returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. The reported issue may be related to application or maintenance techniques or pre-existing / concurrent medical conditions. A clinical investigation concluded: the two photos attached were viewed, and they don¿t contribute to this complaint. Without relevant clinical information, the information provided is insufficient to determine whether the doctor¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated, the allergic reaction resolved with competitor's products (creams and dressings). Therefore, since the issue resolved after the removal of the s+n product and no further harm has been alleged to the doctor; no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the allevyn life dressing was ripped, causing allergic reaction to a doctor. The allergic reaction was resolved with competitor's products (creams and dressings).